Event description:
(B)(4)'s solicitors received a letter of claim from (B)(6) in relation to a (B)(6) year old female patient who underwent a primary left total hip replacement in (B)(6) 2000 (the precise date is currently unknown). (B)(6) incorrectly reported that the patient received an abg cup and an exeter stem, when in fact they received an elite plus cup (manufactured by depuy) with an exeter stem as indicated by their implant sheet that was attached to the letter. (B)(6) reported that the patient subsequently developed symptoms in her left hip in 2002 and more significantly in 2005 and 2006 associated with aseptic loosening related to the cup, which resulted in revision surgery on (B)(6) 2006. (B)(6) reported that following the revision procedure, the patient continued to suffer symptoms of pain, discomfort, limitation and disability.

Manufacturer narrative:
Additional devices listed in this report: cat # 6364-2-128, lot # g1656682, description: v40 fem head orthinox 28-0. Cat # 09422114, lot # g61sj, description: exeter x-change bone plug 14mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by foreign soliticor regarding a patient's claim. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Not returned.

Event description:
(B)(4) 's solicitors received a letter of claim from lime solicitors in relation to a (B)(6) female patient who underwent a primary left total hip replacement in (B)(6) 2000 (the precise date is currently unknown). Lime solicitors incorrectly reported that the patient received an abg cup and an exeter stem, when in fact they received an elite plus cup (manufactured by depuy) with an exeter stem as indicated by their implant sheet that was attached to the letter. Lime solicitors reported that the patient subsequently developed symptoms in her left hip in 2002 and more significantly in 2005 and 2006 associated with aseptic loosening related to the cup, which resulted in revision surgery on (B)(6) 2006. Lime solicitors reported that following the revision procedure, the patient continued to suffer symptoms of pain, discomfort, limitation and disability.

Manufacturer narrative:
An event regarding loosening involving an abg ii cup 5 holes 048 (investigation pr# (B)(4)) was reported. This event relates to an abg ii cup 5 holes 048 & loosening which is detailed in investigation pr# (B)(4). Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant.